Event description:
The customer reported that the jaws of the device would not reopen while applied to tissue. It is not known how the device was removed from the tissue. There was no reported patient injury.

Manufacturer narrative:
(B)(4). One device was received for evaluation. Visual inspection found the jaws were locked shut with the knife trapped and contained within the jaws. The jaws would not open due to the position of the knife. The customer's reported condition was confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allow the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have reduced the difficulty in activating the knife. Per the IFU, the jaws should be closed and locked before activating the cutter. A device history review was completed and no entries pertinent to the customer's report were noted.